Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed and no deviations or discrepancies were found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no additional complaint has been received for this lot number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge split at the distal nose end when lens was injected halfway through into the eye. It was noted that the lens did come into contact with the interior of the eye. The lens was pulled out and was checked by the doctor. The lens was found to be ok; therefore, it was removed from the damaged cartridge and was placed into the eye using a new cartridge. There was no incision enlargement, no vitrectomy and no sutures required. It was indicated that the cartridge tip contacted the eye. However, no damage or medical issues were experienced by the patient. No additional information was reported.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 07/13/2020 section h3. Device returned to manufacturer? Yes. Device evaluation: the device was returned to the manufacturing site for evaluation. There are traces of viscoelastics in the cartridge. The cartridge is cracked at the tip; the reported dc-cartridge tip cracked/damaged was verified. The damage observed is compatible with the handpiece based on the shape of the damage. The device directions for use (dfu) includes the following: warning. Do not use if the cartridge tip is cracked or split prior to implantation. The preparation for lens insertion could not be recreated, therefore, a product quality deficiency could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that this event no longer meets the criteria for the reportable malfunction issue of ''partially delivered the lens into the eye''. The reported malfunction issue of ''cartridge tip cracked or damaged'' would still apply to this event and is being reported in the 2nd quarter voluntary malfunction summary report (vmsr). All pertinent information available to johnson and johnson surgical vision has been submitted.